Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply:(B)(4). This complaint has been reassessed as not MDR reportable. Originally during the first visual inspection, a hole was discovered which is why this complaint was assessed as reportable. However after decontamination, the area where the hole was seen was inspected again and there was no hole or other damages seen. Therefore this complaint is not MDR reportable because there was no loss of integrity of the catheter. (B)(4). It was reported that a patient underwent an atrial flutter procedure with a thermocool® sf nav bi-directional catheter and multiple issues occurred including: noise on the ablation signal on the ep recording system and on the carto 3 system, a ¿map eeprom failed¿ error on the carto 3 system, and only 3 degrees was displayed on the stockert screen in which radiofrequency could not be applied. The returned device was visually inspected upon receipt and it was observed which appears to be a small hole covered by reddish brown material at the peek housing area. The product was decontaminated and sent to the failure analysis lab and during a detailed second visual inspection using a microscope the reddish brown material was not present neither was the hole. It is likely that the reddish material was diluted during the decontamination process and revealed that there was no hole and the catheter integrity was not compromised. An irrigation test was performed and the catheter passed, no leakage was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then the eeprom data was intended to be read, however since the eeprom data showed no values, it can be determined the eeprom was corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an eeprom error has been verified. However, the root cause of the corrupted eeprom remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with an thermocool sf nav bi-directional catheter and multiple issues occurred. There was noise on the ablation signal on the ep recording system and on the carto 3 system. The cable connection was changed but the noise continued. Then an error appeared on the carto 3 system map eeprom failed. In addition, only 3 degrees was displayed on the stockert screen and radiofrequency could not be applied. The catheter was changed and the noise and the error disappeared. The procedure was then continued without any additional problems and with no patient consequence. This event was originally assessed as not reportable since the potential risk that these issues could cause or contribute to a serious injury or death is remote. The device was received by the biosense webster failure analysis lab on november 3, 2015 and during visual inspection it was discovered that a small hole was in the peek housing between ring #1 and #2 with reddish brown material. Upon request additional information was received on the returned catheter condition. This finding was not noticed prior to use of the catheter, upon withdrawal or before sending the catheter back for analysis. A st. Jude medical 9f sheath was used during the procedure. This finding is indicative of a reportable finding because the catheter integrity is no longer maintained which could potentially harm the patient. The awareness date for this record is november 3, 2015 because that is when the damage was discovered.